Manufacturer narrative:
The device history records (DHR) for the product was reviewed. The associated product was released based on company acceptance criteria. No abnormalities that could have contributed to this event were found. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a loss of suction during lasik flap creation. Additional information requested.